Event description:
A malfunction on the pump was reported by the caller, resulting in the customer's blood glucose level exceeding 500 mg/dl, with the specific value unknown but displayed as "high." The customer addressed the high blood glucose level with a correction injection via an alternate method and required assistance from their mother, who administered the injection. No injury was caused, and the customer did not have ketones. Technical support provided instructions for resetting the pump, and after resetting, the malfunction did not recur. The customer planned to resume insulin delivery and sensor use after the call, with an understanding to contact support if the issue recurred.